Manufacturer narrative:
Motor error alarm received during occlusion test and unable to prime during prime/delivery test due to faulty forced sensor resistor. Motor passed motor test; however, unit passed the displacement, no delivery and basic occlusion test. Unit had cracked battery tube thread and broken belt clip slot. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that insulin pump was not working properly which was causing high blood glucose. Customer's blood glucose was 27.0 mmol/l. Customer connected to old insulin pump and blood glucose began to stabilize. Insulin pump would be replaced.